Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. The returned device indicated a missing grommet and set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when attaching the pace/sense portion of the right ventricular (rv) lead to the new implantable cardioverter defibrillator (ICD), only one click was heard and the wrench continued to be turned with no further clicking. Thinking there was a problem with the wrench, the screw was retracted and tightened with a new wrench. The superior vena cava (svc) coil was then successfully connected but no clicking was heard when the rv coil was connected. The screw kept spinning and would not tighten. It was thought that the connector ports may have been stripped. A new ICD was then selected for an implant attempt. Much difficulty was experienced removing the pace/sense portion of the lead but was eventually able to be removed. The new ICD was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.